Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. It was damaged when docking with the cart so the fse replaced the o-ring to resolve the issue.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has damage to the o-ring in the helium-filled section. It was not in clinical use and there was no patient involvement.